Event description:
A battery calculation using the available parametr data was performed. The calculation concluded that the generator reached normal end of service. It was further reported by the hospital that the devices were likely discarded.

Event description:
Reporter indicated that vns patient's generator had presumably reached end of life, after which the patient experienced an episode of status epilepticus. The patient was reportedly intubated due to the status epilepticus and was subsequently diagnosed with vocal cord paralysis after developing swallowing difficulties. The patient has since undergone generator replacement surgery. Further follow-up revealed that the patient had been intubated three times over three week reriod. The patient was intubated for a tonsillectomy, during the status episode, then again for generator replacement surgery. Most recently the patient was placed into a phenobarbital coma due to their status epilepticus. It was also reported that the patient had a hamatoma following the generator replacement surgery that had to be drained. The patient was reportedly supposed to undergo generator replacement surgery approximately three months prior to the status episode, but did not. The patient is currently not in status and has been discharged to home from the hospital. The swallowing difficulties have reportedly resolved.